Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging showed that the diameter of the aneurysm was 55mm. It was not confirmed if any endoleak was present. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed no reported issues. On (B)(6) 2013, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 76mm. It was not confirmed if any endoleak was present. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm was 76mm. An endoleak of indeterminate origin was reported. The physician elected to monitor the patient. On (B)(6) 2016, the patient suddenly expired due to rupture of the thoracic aortic aneurysm.